Event description:
The report rec'd from the field indicated the optease filter was placed prophylactically post-trauma in 2005. Upon preparing to remove the filter the next month, it was noted that the filter had moved from its original deployed position infra-renal to an area in the inferior vena cava (ivc) supra-renal, and it appeared one of the hooks had snagged on the haptic vein. In addition, as viewed on flouro, the filter appeared to have a significant fracture. Therefore, the filter was left in place and not removed from the pt. The pt is in stable condition at the time of this report, and not symptomatic. The pt was contraindicated for anticoagulation due to the trauma, and the access site of original placement was the left femoral vein. The size of the ivc was measured as 20.4mm. The event occurred 25 days after original placement of the filter.